Event description:
A battery was inserted into sonicision handpiece on the field. The handpiece had no power, and a new battery was opened and inserted, and still no power. A new handpiece was opened and used with existing batteries without incident.